Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the data, a general reagent issue could be excluded. The sample centrifugation time and speed were insufficient according to the tube manufacturer's recommendations. The customer performed precision testing. Also, the field service engineer performed instrument checks and precision testing with acceptable results. After service, the customer performed qc with acceptable results. No further complaints were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ldl_c ldl-cholesterol plus 3nd generation results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was reported outside the laboratory. The physician questioned the initial result, and the customer performed repeat testing with the patient's sample for confirmation. The customer used the same analyzer for the first repeat testing and another analyzer for the second repeat testing. The patient's initial ldl-cholesterol result was 295 mg/dl. The patient's first repeat result was 156 mg/dl, and the patient's second repeat result was 149 mg/dl. The customer determined the first repeat result was correct. The ldl-cholesterol reagent lot number was 40373001 with an expiration date of 28-feb-2021.